Event description:
The customer reported the system's high level fluoroscopy was greater than 20 rads per minute. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.